Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07593. Related manufacturer reference number: 1627487-2019-07598. It was reported that the patient's leads were sheared during a procedure to electively replace the drg system. Two of the four contacts from two leads separated upon removal of the leads. The contacts were not removed. There are no plans to remove the contacts and no consequences to the patient have been reported. A total of three leads were removed, however it is unknown which of the leads exhibited the separation. Therefore, all three devices are being reported.